Manufacturer narrative:
The issue was resolved as the patient was discharge from the hospital. Information suggest this device remains in-service. Should additional information become available, this event will be updated.

Manufacturer narrative:
Further information from the field representative revealed that this patient was not readmitted to the hospital. The patient had not left the hospital yet. Bleeding was an issue during the implant procedure. The physician had thought the bleeding was controlled and the pocket was closed. Shortly after the patient was in their room post procedure, the patient was brought back to the cath lab for further bleeding control. The issue was controlled and the patient was then discharged from the hospital. No further patient affects were present.

Event description:
Boston scientific received information that this patient was readmitted to the hospital for bleeding problems post implant of this cardiac resynchronization therapy defibrillator (crt-d). No further adverse patient effects were reported.